Manufacturer narrative:
Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that this 19mm bioprosthetic aortic valve, implanted three years, two months was explanted. Per medical records, the reason for explant was due to increased valve gradients from presumed patient prosthetic mismatch. The explanted device was replaced with a 21mm pericardial bioprosthesis. A CABG x1 was performed before the patient was transferred to the ICU. Post-operative course was complicated by vent depended respiratory failure requiring re-intubation on continues mechanical ventilation need. The patient was eventually discharged to an acute rehabilitation facility in good condition on pod #31.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that this patient underwent redo aortic valve replacement to remove the subject device after an implant duration of three years and two months. Reason for treatment is unknown. The subject device was replaced with another edwards device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.